Manufacturer narrative:
Date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found before use with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples were returned for evaluation. DHR review is not possible due to unknown lot #. The complaint description appears to describe silicone presence on top of the stoppers, which is part of the syringe design. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect could not be confirmed.

Event description:
It was reported that a bd luer-lok disposable syringe with bd luer-lok tip was found before use with foreign matter. There was no report of injury or medical intervention.